Event description:
The user's hearing performance with the device was affected. The electrode array extruded. At a revision surgery it was tried to re-insert the electrode but scar tissue was found which could not be removed without damage to the array. Therefore, the user was re-implanted.